Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The ventricular lead exhibited a history of noise dating back to (B)(6) 2014. The noise resulted in high ventricular rate episodes. No intervention was reported and the patient remained stable.